Manufacturer narrative:
H.6. Investigation findings: code 3233 updated to code 213. H.6. Investigation conclusions: code 11 updated to code 4315. H.6. Type of investigation code 4118 updated to code 3331 with completion of phr review.

Manufacturer narrative:
This event also includes device (B)(4).

Event description:
On (B)(6) 2004, the patient was treated for an abdominal aortic aneurysm. The physician implanted three gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, the patient underwent a reintervention. A type ia endoleak was suspected between the renals and the proximal end of the main body of the graft. The endoleak could not be confirmed, but a gore® excluder® aaa endoprosthesis was implanted as a precaution. In addition, at type iii endoleak was suspected between the distal end of the main body and one of the contralateral leg segments, (unknown which one). Again, the endoleak was not confirmed, but as a precaution, two gore® excluder® aaa endoprostheses were implanted. The patient tolerated the procedure.